Event description:
Pt has podiatry procedure in 2004 and presented in 2004 to the ER for incision and drainage. Attending opines that event is not device related. Pt was prescribed six weeks of vancomycin antibiotic. Current status is reported as fine.